Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device and/or therapy was not working and that it was not helping. Additional information has been requested, but was not available as of the date of this report.